Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that insulin pump was alarming "no reservoir". Customer also reported to have received no delivery alarms. During troubleshooting, customer reported of having air bubbles in reservoir. Customer changed reservoir and infusion set and issue was resolved. Customer was not able to continue troubleshooting for bent cannula and tape adhesion issues due to doctor's appointment. Customer's blood glucose was 101 mg/dl. Customer would call back.